Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was rec'd. Current info is insufficient to permit a conclusion as to the cause of the event. No further complication have been reported. Eval in process but not yet complete. Upon completion of eval, a f/u report will be sent to the FDA. This report filed (B)(4), 2011.

Event description:
It was reported that pt underwent primary knee procedure in (B)(6) 2005. Pt underwent revision surgery on (B)(6), 2011 due to a cracked femoral component. No further complications have been reported.